Event description:
It was reported that the patient presented post-implant procedure for a pre-discharge check. Upon review, it was noted that the atrial lead was pacing the right ventricle. X-ray imaging showed that the atrial lead was dislodged. Programming changes were performed. The lead was successfully re-positioned on (B)(6) 2023. The patient was in stable condition.